Event description:
An aus device was implanted on 10/27/95. Revision surgery was performed on 05/19/97, no components removed or replaced. On 06/19/97 the balloon was removed from the patient and replaced due to recurring incontinence. A tandem cuff was also implanted.